Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch started to tear when pulling the string up to remove from the patient. The surgeon increased the length of the incision slightly to remove the pouch and its contents. The contents of the pouch did not spill. No piece of the pouch tore off and no pieces of the pouch had to be retrieved. The procedure was completed with the same pouch removed through a lengthened laparoscopic incision with no patient injury.